Manufacturer narrative:
(B)(4). Date sent: 01/14/2021. H6: component code = others (g07). Product complaint device was received for additional engineering analysis to confirm if malformed staples were caused due to misalignment between the cartridge channel and the anvil channel. The device was visually inspected, and no apparent damage was noted. The device was analyzed and no misalignment between the cartridge channel and the anvil channel was observed when the device was closed. The reported condition could not be confirmed.

Manufacturer narrative:
(B)(4). Batch # u5cv2v. Device analysis: the analysis found that one ntlc75 device was returned with no apparent damaged and with a reload loaded on the device. The reload was received fully fired and with the swing tab in the locked position. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties however, the staple line at the distal end showed that four staples were malformed when fired on the blue height selector position. The device cut and performed without any difficulties noted. No conclusion could be reach on what caused the condition of malformed staples. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the target tissue at the center of the staple was uncut at the 3rd firing of feea. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.